Manufacturer narrative:
Report # 3008812173-2017-00012, is a duplicate complaint but was not identified as a duplicate until after the investigation was completed. Since both complaints contain medwatch forms, they cannot be voided. A supplement report will be sent to FDA to explain the duplicate record(s).

Event description:
(B)(6) patient after receiving scp had adverse event post surgical bony reaction.

Manufacturer narrative:
The invesitgation is still in-progress. A follow up medwatch will be submitted once the investigation is complete.

Event description:
(B)(6) patient after receiving scp had adverse event post surgical bony reaction

Manufacturer narrative:
Copy of the post-op report of the revision surgery was reviewed and the attending surgeon, dr (B)(6), was interviewed. The patient had fracture of the navicular with indicating lesion present in the MRI. The surgeon treated the lesion with the subchondroplasty procedure on (B)(6) 2016 - injecting less than 1cc of the material into the navicular. The surgeon stated that xray imaging during the surgery confirmed that most of the navicular bone was filled with the injection. Following surgery the patient did obtain some initial relief and improvement but then over time experienced increasing pain in the area. CT scan and x-ray showed a cyst in the treated area. The second revision surgery was conducted on (B)(6) 2017. The area was exposed to confirm the presence of cyst in the navicular bone. It was also confirmed that there was unstable fracture through the bone in this area. The cyst area was drained and debrided - there was a yellowish fluid found in the cyst area. The bone was then packed with bone graft and secured the fracture with two 4mm fixation screws. The cause of the cyst was unable to be determined. The revision surgery was completed and the patient is non-weight bearing for the treated area during recovery. The DHR lot record of the implant product was reviewed. No reports of non-conformance were found. The report included ftir product testing to confirm correct chemical composition of the material as well as endotoxin testing that reported material conforming to acceptance specifications.

Event description:
A (B)(6) patient after receiving scp had adverse event post surgical bony reaction to the implant material causing multiple cyst formation.